Event description:
Additional information received on june 2, 2025: patient experienced major impacts, the treatment is interrupted abruptly.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the clinician performed a PICC insertion on (B)(6) 2025, without interference and catheter tip confirmed via x-ray. The patient attended the outpatient clinic on (B)(6) 2025 presenting a bend and break at approx. 24 cm and extravasation during salinization. The catheter was removed without interference.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.